Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached less than 70 mg/dl. It was also reported that the patient began 'seizing' and the patient's mother gave them syrup then took them to the emergency room. The patient was treated with IV (intravenous) fluid and IV glucose. The patient was released two hours later. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.